Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email of high and low blood glucose readings and a broken battery cap from the insulin pump. The customer stated that his blood glucose readings can be low as 20 mg/dl and shoot up to over 600 mg/dl. The customer treated the readings with a glass and a half of orange juice, followed by 8 glucose tablets. The customer also stated that his battery cap cannot come off with a screwdriver. The customer stated that he noticed that this occurred about 2 months ago. The customer was advised to remove the battery cap with a screwdriver. The customer stated that he was not able to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor the pump closely if he continues use of the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot and cracked battery tube threads.